Event description:
It was reported by the affiliate that the (2) tct75 were used during a lobectomy procedure. It was reported that the surgeon tried to fire the first device and it stuck. Surgeon replaced the cartridge and tried again with no success. The second device also stuck. The user is very experienced. The case was completed with a competior's product and there was no pt consequence.